Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was suspended for two days. The customer stated they did not voluntarily suspend the insulin pump. It was found the insulin pump was suspended on (B)(6) 2015 and (B)(6) 2015. The customer's blood glucose was unknown at the time of the call. Troubleshooting was not completed as the customer was disconnected from the call. The insulin pump will not be returned for analysis.